Event description:
It was reported that during a tracheostomy procedure in the operating room (or), the surgeon noted that after inflation of the tracheostomy tube cuff, the flange became detached from the tube and the outer cannula became unstable in the patient¿s trachea. A new flange was sutured to the patient's neck and thus stabilized the tracheostomy tube. The patient was given oxygen support via ambu bag. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The device is not expected to be returned for investigation.